Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shortness of breath and presented to the emergency room. Shortness of breath was thought to be unrelated to patient's implantable cardioverter defibrillator. However, due to discomfort and stress patient developed a supraventricular tachycardia. The implantable cardioverter defibrillator incorrectly diagnosed supraventricular tachycardia and delivered multiple inappropriate high voltage therapies. Programming changes were made to resolve the issue. Patient was stable pre and post programming changes and will continue to be monitored.